Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4)..

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a fitmore, hip stem, uncemented, offset b (extended)/1, taper 12/14 on (B)(6) 2011. The patient underwent a revision surgery on (B)(6) 2016 due to pain and elevated metal ions.

Manufacturer narrative:
Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. (B)(4).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified: device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient's legal counsel reported that a female patient underwent left hip revision surgery of trilogy cup - metasul liner/head - fitmore stem on (B)(6) 2016 after 5 years 1 month in-vivo time due to pain and elevated metal ions. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).